Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fph in (B)(4) where it was visually inspected and pressure tested. Results: visual inspection revealed a crack along one of the swivel wye ports. The pressure test result was outside of specification. A lot check revealed no other complaints of this nature for lot 151013. Conclusion: we were unable to determine the cause of the reported fault. The hospital was sent questions regarding the reported event however no responses were received despite two follow-up attempts. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the swivel of the complaint breathing circuit became damaged after release for distribution. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that an rt265 infant dual-heated evaqua2 breathing circuit was 'broken or leaking'. No patient consequence was reported.